Event description:
A customer reported that unexpected positive reactivity was obtained with immucor anti-d (monoclonal blend) series 4 during manual tube testing.

Manufacturer narrative:
Immucor's product investigations lab performed rh(d) hemagglutination testing on in house donors with known rh(d) phenotypes and retention weak d cells, lot 45997 using retention and returned anti-d (series 4), lot 504861, retention anti-d (series 5), lots 505630 and two other commercial sources of retention anti-d antisera. All tubes were shaken in parallel with the negative control. Controls performed as expected, and all donors resulted as expected. Retention and returned products performed as expected. Rh(d) hemagglutination tube testing was performed on customer's submitted sample using retention anti-d (series 4), lot 504861, anti-d (series 5), lot 505630 and two other commercial sources of anti-d antisera. All tubes were shaken in parallel with the negative control. Controls performed as expected, and all donors resulted as negative at is and iat phase testing. The investigation did not identify a product deficiency. The product is performing as expected.